Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: c154dwk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had been turned off for non-capture. The doctor noted there was blood ingress all up and down the lv lead and the lead was dislodged back to coronary sinus (cs). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage and stretching. Lead was returned full of blood with the lead removal wire stuck in distal segment and severe explant damage.